Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen had a black line running through it. The reporter indicated that the issue did not resolve with troubleshooting and the reporter disconnected from the pump. The reporter contacted animas later in the day indicating that while on a back up treatment plan, the reporter experienced a low blood glucose with loss of awareness requiring treatment from emergency medical services and transportation to the emergency room. Upon release from the hospital the patient¿s blood glucose was reported 21.1 mmol/l which elevated to 27.1 mmol/l continuing on the back up treatment plan. This report is made based on the allegation that the patient was hospitalized for low blood glucose while using a back up treatment plan for an alleged pump display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: the pump was found to power on with appropriately audible tones but the display screen remained blank. The pump was opened and the display screen was found to be cracked. A test display was inserted but the pump display screen remained blank. The pump was opened and the printed circuit board was observed to be cracked and the trace wire between boards was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint, the vibration was not functioning during investigation.